Event description:
Customer called customer service to request training on how to insert a test strip into his adc blood glucose meter. He further reported that around the (B)(6) 2011 around 9:00 pm while he was on vacation because he was inserting the strip incorrectly, he could not test and subsequently experienced a loss of consciousness which resulted in a fall. No third-party medical intervention was reported. Customer self treated with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required.